Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately almost 4 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon could not be identified since the reported event was not confirmed. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, curved rubber bond cracked, air and water nozzles clogged and draining function reduced due to insufficient cleaning, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, scratches on insertion tube, scratches found on operation part, scratches found on tip cover, scratch on hardness adjustment ring, scratches found on switch box, suction cylinder scraped, scratches on operation unit cover, scratches on the up/down knob due, scratches on up/down angle fixing lever, scratches found on right/left knob, scratches found on the grip, scratches found on the universal cord, scratches on scope connector side of the universal cord, scratches found on operation part side oredome of the universal cord, scratches found on the scope connector, scratches on the scope connector cover, and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for the evis lucera elite colonovideoscope having abnormalities inside the channel. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.